Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup, unk liner, unk head. Reported event could not be confirmed but the x-ray review demonstrated symmetric position of the femoral head within the acetabular cup. Varus deformity of the femoral stem with possible subsidence. No obvious fracture seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was being scheduled for a revision procedure due to unknown reasons. However, no revision has been reported to date. X-ray review demonstrated symmetric position of the femoral head within the acetabular cup. Varus deformity of the femoral stem with possible subsidence. No obvious fracture seen.